Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female patient post-operative cardio thoracic surgery was implanted with an impella rp device for mechanical circulatory support. It was reported that while on support, low pump flows were observed, and the patient had hemolysis. Flows progressively dropped over several days until sustained flows were less than 1.5 lpm on p5 (on p5 due to suction events and hemolysis). Blood products were given. The patient was ultimately taken to the operating room for a wash out of clot from the chest and rp removal. The patient was reported to be in critical condition.

Manufacturer narrative:
The investigation for the low pump flow and hemolysis has been completed. The rp flex pump was returned for evaluation and visually inspected. No cannula kink observed. Some biomaterial around purge gap observed. No other abnormalities found. Hemolysis test conducted. No hemolysis result reproduced and mih=3.16 field data logs were reviewed finding suction alarms occurred. No positioning issue observed. No motor current spike observed. Drop in flow and raise in placement signal observed in the last 4-5 hours of impella support at p-6. Same issue with flow drop observed while the hemolysis test conducting. After conducting the hemolysis test, lab data logs reviewed: drop in flow and raise in placement signal observed again while the pump was running for testing. This issue led us to sensor drift failure. Optical sensor visually inspected. No biomaterial observed. 5s parameters check and it was within specification limits. Electric resistance checked and it was within specification limits. The cause of hemolysis issue most likely was patient condition related as she had a small ventricle and suspect tamponade limited pump flows. The cause of placement signal issue most likely was sensor drift due to component reliability. Added- d9 device return date, h6 impact code 4624 g1 corrected MFR site name and address.

Event description:
The investigation uncovered optical signal issues.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.